Event description:
Consumer called to report accuracy issues with her meter. Analysis run on consensus error grid using mean reading (292) as ref. Point vs. Bd readings (517, 67) yielded data points in the c zone of the grid, outside of acceptatble limits.